Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when touching the screen with a stylus pen, the wrong spot touched off. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the stylus did not align with the arrow. The connection from the xy board to the overlay was also reseated. The stylus was calibrated. Software was reloaded and updated. It was verified that the stylus was calibrated. The programmer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.